Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000562, serial/lot #: none. No device evaluation has been performed at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. When the manufacturer representative attempted to turn on the system, it would not turn on. It was noted that the image acquisition system (ias) had been moved from one end of the hospital to the other a few weeks ago and had not been used. The manufacturer representative checked the battery charge and the ias showed it was fully charged. It was then discovered that the ias key was missing/lost when the manufacturer representative was asked about what position the key was in. The manufacturer representative was unable to find the key within the hospital. There was no patient involved when this issue was discovered.